Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred on multiple patient samples on the vitros eci analyzer. The investigation was unable to determine if the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. During the timeframe of the event, an ocd field engineer performed service actions to multiple subsystems of the eci analyzer, including replacing the reagent metering pump. There have been no further occurrences of non-reproducible, falsely elevated vitros tropi es results since the service actions were performed. The investigation into this event concludes that the root cause of the event is unknown, however; the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.

Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results for multiple patient samples processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tropi es results were not reported outside the laboratory, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).